Event description:
Device issue: clip mislocation. Time of symptoms/ae: post procedure. Symptoms/ae: hypotension, tachycardia, hematoma, surgical repair. The following events were noted through a periodic article review. A retrospective review of a prospectively collected database was performed. A total patients underwent percutaneous closure (pre-close technique) of large-bore-sheath (>12f) access sites with off-label use of a suture-mediated closure device (prostar xl) between late 2002 and 2005. One patient who initially had a successful closure experienced hypotension, tachycardia, and ipsilateral groin hematoma in the recovery room upon arrival. The patient was immediately returned to the operating room and underwent open femoral artery exposure and repair. The patient was found to have a large retroperitoneal hematoma and required transfusion of blood products. The inguinal ligament had been incorporated into the closure and upon patient movement, the sutures tore through the anterior arterial wall. The complication occurred after closure of a 20f sheath site.

Manufacturer narrative:
The device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed. Attachment: benjamin ware starnes, md, et al; "totally percutaneous aortic aneurysm repair: experience and prudence", j vasc surg 2006; 43:270-6.